Event description:
Customer's wife reported that the customer was in the hospital for pneumonia. She stated that his blood glucose dropped when he was in the urgent care, he was treated with cookies and juice but they still needed to call paramedics for him. She stated that the blood glucose fluctuated between low and as high as 300 mg/dl. Customer was wearing the insulin pump at the time of the event, but it was removed. The customer's blood glucose reading at the time of admission was 187 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.